Event description:
It was reported that the insulation was damaged during the procedure. It is unknown at this time for what procedure patient presented for. Lead was replaced. Patient was stable.

Event description:
New information received notes that after the lead was positioned, impedance changes were noted and the insulation break was confirmed by fluoroscopy. The implant and explant date are unknown.

Event description:
New information received notes that the low impedance was observed during implant procedure. The impedance was out of range low.

Manufacturer narrative:
Additional information: the damage found was sustained during the surgical procedure. The lead was otherwise normal.